Event description:
Edwards received notification of an evoque valve in tricuspid position where the device inspection and preparation were performed without abnormality or difficulty. The valve was crimped for approximately 5min prior to insertion, with an elapsed time of approximately two hours until final release. During release the outer frame did not appear to fully open, and was compressed at the septal side. Significant paravalvular leak (pvl) was noted on the anterior septal side, graded by moderate - moderate to severe. Valve presented too low at release. A decision was made to post dilate with a balloon device. Valve was stable in position but presented an oval shaped inner frame and compressed septal outer frame. Physicians will determine if further interventions are indicated to treat the paravalvular leak (pvl). Patient is doing fine clinically and is hemodynamically stable. Physicians are still observing the paravalvular leak (pvl) but believe that it may be beneficial for this patient considering the poor baseline left ventricle (lv) function. In fact, a heart pump was planned and ready to be placed, should it have been necessary after procedure.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve deployed too ventricular was confirmed with objective evidence through the returned imaging. Per the imaging evaluation performed, the valve was deployed too low in the ventricle, and likely interacted with the prominent papillary muscle that was seen in the screening imaging. The imaging evaluation indicated that the valve was deployed low on the anterior and septal regions of the tricuspid valve. The images revealed interaction with sub-valvular anatomy, lack of leaflet capture, and patient anatomy (papillary muscle height) may have contributed to the event. Furthermore a device history record review was performed and there were no manufacturing non-conformities identified related to the issue observed. The device passed all manufacturing specifications. Additionally, the physician training manual includes sufficient instructions related to valve deployment and positioning.